Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the returned device analysis confirmed the reported clip actuation issue. It was also observed while attempting to open the clip, the clip jumped open. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the returned device analysis and the information reviewed, a definitive cause for the reported inability to open the clip or the observed clip jumping while opening could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
This is filed to report that the clip jumped open during returned device analysis. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve, but the clip failed to open on the first attempt, after positioning. The cds was removed and replaced without issue. Two clips were implanted, reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis found that the clip jumped open. No additional information was provided.